Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During an initial procedure a 3.0x22mm resolute integrity drug eluting stent was implanted in an unknown vessel. An nc euphora balloon and a launcher guide catheter were also used. No adverse event was reported on the day of the initial procedure. It is reported that the patient felt uncomfortable and went to ER approx five days later. The patient had an operation on that day. The physician used many devices including a 2.5x15mm integrity bare-metal stent and an nc euphora balloon. The integrity stent was implanted in an unknown vessel. It is reported that the patient expired on the day of this second procedure. Cause of death is unknown. The physician did not comment on the relationship between any of the devices and the death.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.